Manufacturer narrative:
Pump passed rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Pump received with cracked reservoir tube lip noted. Rr (B)(6) 2015. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 262 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. Alarm history showed no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.